Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06027, manufacturer report no: 2015691-2021-06032, manufacturer report no: 2015691-2021-06091, manufacturer report no: 2015691-2021-06088, manufacturer report no: 2015691-2021-06089.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause and timing of the reported pvl events could not be determined. Investigation results suggest, the procedure itself may have contributed to pvl observed < 30 days post implant. Patient factors (valvular calcification, cardiac remodeling) may have contributed to worsening pvl > 30 days post implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: henri lu, stephane fournier, jegaruban namasivayam, christian roguelov, enrico ferrari, eric eeckhout, pierre monney, piergiorgio tozzi, carlo marcucci, olivier muller, matthias kirsch, transapical approach versus transcervical approach for transcatheter aortic valve replacement: a retrospective monocentric study, interactive cardiovascular and thoracic surgery, volume 31, issue 6, december 2020, pages 781-788, https://doi.org/10.1093/icvts/ivaa202. This is one of five manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'transapical approach versus transcervical approach for transcatheter aortic valve replacement: a retrospective monocentric study', between november 2008 and march 2020, 127 transapical (ta) tavr procedures and 49 transcervical (tc) tavr procedures were performed. Balloon-expandable transcatheter heart valves of the edwards sapien family were used. Post valve implant, moderate to severe paravalvular leak (pvl) occurred in 4 tavr patients. Information regarding the timing of the reported pvl events and actions taken was not provided.